Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the stylus was unable to be calibrated, it was noted that the stylus did not work at all and that calibration did not solve the issue. The stylus, including its cable was not damaged. It was additionally noted that errors were found in the log files. The device was cleaned, the stylus was replaced and calibrated and new software was installed. It then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.